Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that while taking the injection, the flow will stop before the dose is completed. Verbatim: consumer reported, when taking injection, the flow will stop before its completed his dose. Stated, he puts on a second pen needle to complete dosage lot: 9317169, catalog: 320122. Date of event: (B)(6) 2021. 3 pen needles affected samples: yes."

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that while taking the injection, the flow will stop before the dose is completed. Verbatim: consumer reported, when taking injection, the flow will stop before its completed his dose. Stated, he puts on a second pen needle to complete dosage lot: 9317169, catalog: 320122 date of event: (B)(6) 2021. Pen needles affected samples: yes".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that while taking the injection, the flow will stop before the dose is completed. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause is user related. The non patient end of the cannula was broken during use of the product by the customer.